Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump up arrow key was unresponsive. Customer's blood glucose level was 256 mg/dl. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at up arrow button, due to unlocked j2 connector on lcd board. Insulin pump passed displacement test .unable to perform self test due to keypad not responsive.